Manufacturer narrative:
(B)(4). Article citations: lee, chia-chun, et al. ¿long-term complications and patient-reported outcomes after alloplastic breast reconstruction.¿ annals of plastic surgery, vol. 88, no. 1s, 28 nov. 2021, pp. S78¿s84., https://doi.org/10.1097/sap.0000000000003114. Sou, weng-kit, et al. ¿the effect of biological scaffold (biodesign) in postmastectomy direct-to-implant breast reconstruction.¿ annals of plastic surgery, vol. 88, no. 1s, 17 nov. 2021, pp. S92¿s98., https://doi.org/10.1097/sap.0000000000003104. The reported events of infection (unknown onset), seroma, seroma-late, capsular contracture, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: "infection unknown onset, seroma, capsular contracture baker grade IV, implant malposition, wound complications, hematoma, and implant rupture."

Event description:
Through journal articles "long-term complications and patient-reported outcomes after alloplastic breast reconstruction" and "the effect of biological scaffold (biodesign) in postmastectomy direct-to-implant breast reconstruction: a 5-year single-institution experience" reported infection (minor infection, major infection), seroma (early seroma, late seroma), capsular contracture grade iii/ IV, nipple complications (partial necrosis, total necrosis), malposition, double bubble, wound complications, hematoma, rupture. This report is for silicone smooth devices. Six devices were explanted. Remaining devices remain implanted.